Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device rebooted spontaneously while monitoring the ICU patient. It was indicated "one suspected serious adverse event involving medical devices was reported as required, and bedside patrols were continuously strengthened"; however, the customer feedback also indicated there was no actual patient harm. In addition, it was indicated the reported issue caused 'severe panic' for the patient. Good faith efforts are being performed for clarification.